Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Serial number not provided. The customer reports air flow accuracy was within tolerance at zero and 10 lpm but measured 80 at 120 lpm set point. The product support engineer advised replacing air/oxygen flow sensor assembly. The customer reported replacing the flow sensor assembly to resolve this issue.

Event description:
The customer reported a low leak, co2 (carbon dioxide) rebreathing alarm. The low leak co2 rebreathing is detrimental to patient. No patient involvement reported. The event date was not specified; estimate used.